Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-15587. The pt has 2 anchors (from the same lot) implanted as part of his scs sys. It was reported the pt experienced pocket pain around his ipg incision site. One incision was utilized for implanting the scs sys. The physician indicated he believed the issue is related to the pt being thin. Additionally, the pt has an area of redness at the top of the incision, however, the physician does not believe there is an infection. Follow-up info indicates surgical intervention was undertaken and the physician now believes the anchors were the cause of the issue. The anchors were explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.